Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2020-feb-26 from a healthcare provider (hcp) via a manufacturer's representative (rep). It was reported that the hospital was in possession of the patient's pump, but the pump would be returned for analysis. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial/lot #: (B)(4), ubd: 24-may-2015, UDI#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 8 mg/ml of dilaudid at an unknown dosage via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2020, it was reported that, during a normal end of life pump replacement procedure, the patient's sutureless connector only partially disconnected from the pump. The "white inner sheath" stayed connected to the pump. The hcp trimmed part of the pump segment of the catheter and replaced the trimmed catheter with a pump segment revision kit. The catheter was connected to the new pump and the catheter access port was successfully aspirated. It was unknown what, if any, environmental/external/patient factors might have led or contributed to the issue. The issue was considered resolved at the time of the report. No patient symptoms were reported. The patient's status at the time of the report was "alive-no injury". No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found no significant anomaly (motor o-ring wear).: the catheter was returned, and analysis found difficulty with the sutureless connector (sc) that led to explant. All previously reported result and method codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.